Event description:
Alleged issue: during a laparoscopic right surrenalectomy (adrenalectomy) surgery, the principal surrenal vein was located to be section between 2 clips. The clips in this cartridge did not work, they did not close. The pt's condition is fine.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. The complaint cannot be confirmed since the sample was not returned. The MFR will continue to continue and trend relating complaints.